Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges and not during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping and delivery details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.